Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem introducer became stuck after impacting the stem. The surgeon was unable to loosen the impactor and there was an increased chance of fracturing the femur due to the rotational forces required to loosen the thread. The surgeon was able to use a mallet on the screw in handle and was able to release the screw thread and remove the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint. The outer guard component and threaded inserter assembled and disassembled as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database found additional reports that were attributed to misuse; the inserters were not used with the outer guard components that protect the threads on the inserter. The threads become damaged and the two components don't function as intended. Based on the inability to determine the exact root cause without evaluating the instrument, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.